Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. No re-implantation is planned as of the date of this report. This report is submitted on october 29, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 04, 2022.

Manufacturer narrative:
This report is submitted on september 03, 2021.

Event description:
Per the clinic, a formation of an encephalocele was found. There are plans to remove the encephalocele however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.